Event description:
It was reported that while using bd facslyric¿ carryover between patient samples had occurred. The following information was provided by the initial reporter: leak checklist: 1. Was the leak liquid or air? Liquid, 2. Was the leak contained within the instrument? Contained. It was reported by the customer that there is carryover- drip during sit flush. Carryover ¿ drip during sit flush.

Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial # (B)(6). Problem statement: customer reported a complaint regarding carryover. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 23jun2021 to 23jun2022. Complaint trend: there are 9 complaints related to the issue of carryover for part # 663518; date range from 23jun2021 to 23jun2022. Manufacturing device history record (DHR) review: DHR part #663518, serial # (B)(6) , file # 663518-663518-z663518000098-106892326-20 was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, and the root cause of carryover was pinched valve v8 tubing. Valve v8 and its tubing connects the sample injection tube (sit) to the aspirator pump, which aspirates waste from the sample line. A kink or pinch in the v8 tubing will prevent complete aspiration/rinsing of the sit, therefore causing flow rate and backflow issues. The field service engineer (fse) confirmed the carryover issue by performing the sit flush operation and seeing leakage of fluid from the sit. The fse removed the fluidic side panel and identified the ¿kinked¿ v8 tubing. After rolling/stretching out the tubing to remove the kink, the fse tested the instrument again and it was found to be performing as per specifications with no further carryover. No parts were requested for evaluation as no parts were replaced. Although the instrument is used for clinical testing on patient samples, this issue did not yield any erroneous results. The user identified the carryover issue early and ran the patient samples on a different functioning instrument. Therefore, no patients were treated or harmed from potential incorrect results, and there was no delay in patient treatment due to the carryover. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 01/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #:(B)(4) , case # (B)(4). Install date: 24dec2020. Defective part number: n/a. Work order notes: subject / reported: carryover ¿ drip during sit flush. Problem description: carryover ¿ drip during sit flush. Work performed: onsite for different instrument - brought to my attention by customer. Performed 'sit flush" - sit dipped - did not aspirate to waste. See "MDR safety checklist - leak". Removed fluidic side panel. Noted sit flush aspirate tubing remained "kinked closed" in valve (v8) during sit flush. Removed tubing from (v8) - rolled and stretched tubing to remove "kink". Replaced tubing back in pinch valve (v8). Verified sit flush operation - aspirated properly to waste. Verified instrument performance. Customer had ran pqc for the day - did not want to rerun. Ran abort count = passed - 0.3% cause: sit flush aspirate tubing remained "kinked closed" in valve (v8) during sit flush. Solution: instrument running as designed. Returned sample evaluation: a return sample was not requested for evaluation because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. Azure ID: 89209. ID: libivd-ra-100 3.1.7. Reg status: ivd; ruo. Hazard: incorrect output for samples up to 1.5ml or less. Cause: sample carryover error - fluidic. Harmful effects: events appear in wrong tube (false positive result). Risk control: . Proper sit flushing between samples. Droplet containment to manage back dripping into samples. Req link (azure ID): 89923 libivd-fld292 sample pause/resume. 93170 libivd-did-342 standard carryover. Implementation verification: libivd-15-09p. Lsvn-1008-dp sit backflow control. Effectiveness verification: libivd-15-09f. Lsvn-1008-dr. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient. Yes , no. Root cause: based on the investigation results, the root cause of the carryover issue was a pinched v8 tubing line. Conclusion: based on the investigation results, the root cause of the customer experiencing carryover issues on the facslyric was a pinched v8 tubing line. The fse confirmed the issue and removed the pinch/kink by rolling/stretching out the tubing. After the repair, the instrument was rebooted, tested, and found to be functioning as expected. No incorrect results were produced, and no one was harmed or injured due to this issue. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using bd facslyric¿ carryover between patient samples had occurred. The following information was provided by the initial reporter: "leak checklist: was the leak liquid or air? Liquid. Was the leak contained within the instrument? Contained. It was reported by the customer that there is carryover- drip during sit flush. Carryover ¿ drip during sit flush".